Event description:
Information received from the field notes that prior to implant the device interrogated with appropriate data. The patient's blood pressure dropped and the implant procedure was delayed. The device was later found to be in emergency vvi mode. Exposure to electromagnetic inter- ference was reported.